Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse li-ion battery (sn (B)(4)) will not power the autopulse platform. The battery was completely charged on the multi-chemistry charger (mcc), however will not power on the platform. Platform was successfully power on with different batteries. No patient involvement.